Event description:
It was reported that, during reprocessing, the camera head's image was not clear. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6 and h11. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. In addition, the following reportable malfunctions were identified during the device evaluation: loose coupler and failed leak test should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the camera head's image was not clear. There was no patient involvement.